Manufacturer narrative:
The tech found the brake caster had not more adjustment. He replaced the brake caster and the brakes functioned properly.

Event description:
Info received indicates when the brake is engaged the casters do not hold.